Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a scd sleeve. The customer reports the pt was submitted to neuro surgery for a meningeal tumor. The surgery took approx 9 hours counting time of anesthesia induction. As prophylaxis, anti-embolism stockings and an intermittent pneumatic compression system were used. The pt was subsequently transferred to the intensive care unit. Post-operative, the pt inferred inability to move the left foot. The pt was assessed by the treating physician who reports a possible neuropraxia of the peroneal nerve or a left popliteal sciatic.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.